Event description:
Customer reported of getting erroneous patient results for ise (ion selective electrode) patient results which include sodium (na), potassium (k), and chloride (cl) with low anion gaps on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and noticed that air in reference (ref) line not moving. Upon further inspection determined the reference (ref) valve was defective. The fse replaced the ref valve to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case (B)(4).